Event description:
It was reported that a no disposable clamp tubing alarm occurred. Air in the line was noticed. No patient injury was reported.

Manufacturer narrative:
No product was returned, however the pump's operators manual indicates that the pump will alarm no disposable, if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. It also states that the pump will alarm and display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. The user should consult the manual when this happens. There is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.